Manufacturer narrative:
Device passed the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, and occlusion test. Unit alarmed pump error 63 alarm during self test and confirmed in the device history due to broken trace keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's partner reported via phone that they were experiencing high blood glucose level more that 400 mg/dl. Customer was hospitalized because hip broken. High blood glucose level was treated by insulin pump. Customer stated that insulin pump was not on auto mode. Customer checked if infusion set tubing for presence of kinked or bent tubing or air bubbles. Customer stated that no air bubbles found in reservoir. Customer did not find any leakage at set. Customer stated that the insulin pump had a hardware low level failure alarm. Customer stated that the insulin pump was able to clear the alarm. Customer stated that the insulin pump did not pass the self-test. Device will not returned for analysis.